Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime / a33 and excessive no delivery test. Found moisture damage to electronic and motor assembly. Cracked case near lcd window corner, minor scratch on lcd window and cracked reservoir tube lip.